Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set detached. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tube is too short and kinks up, the white end does not stay connected and the other end the threads do not work well.

Event description:
No additional information.